Event description:
It was reported that, "a nurse at the hospital brought this cement to me saying the glass vial was broken when they opened the package. This is hospital owned product."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If additional info becomes available, it will be submitted in a supplemental report.